Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter is faulty. It was reported that during dosing of a male patient, the study drug leaked at the connection point between the filter and the needle. The site did not report any ¿popping¿ sound when the filter was attached. An estimated 1.5 ml of study drug was lost; the patient was subsequently dosed with the remaining study drug in the syringe. The device was handled by a healthcare professional. There was patient involvement and no human harm. Associated complaint documented on (B)(4).

Manufacturer narrative:
One used device was received for evaluation. Functional and visual testing were performed; however, the reported issue could not be duplicated. No damage or anomalies were observed in the as-received condition, and no leakage was identified. Each filter was subsequently leak tested using a hydrostatic pressure pump, and no leakage was observed. Therefore, the complaint of leakage could not be replicated or confirmed, and the root cause could not be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.